Event description:
It was reported that customer experienced repeated cgm error alerts on pump, with same error occurring three or more times and having been reported previously. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode before return, and was advised to re-enter pump settings and reconnect cgm on replacement pump; technical support arranged pump replacement, confirmed shipping address, and instructed customer to return problematic pump within 10 days, which customer understood and acknowledged.